Event description:
Initial report of explant received by manufacturer 12/96 - follow up with hcp revealed device explanted due to unresolved drug side effect of peripheral edema. 2003 report received with request for the lot and serial number for the catheter that was implanted. Reporter stated "almost died because of the morphine." Additional follow up with hcp revealed patient's pump was explanted in 1996. Patient had been admitted to the ER in 1996 with complaints of total body aches, kidney and bladder pain, fevers and complaints of "feeling the catheter tip move and experiencing hyperstatic sensations and pins and needles." Patient had not had satisfactory relief of pain with the intrathecal morphine since implant of the system and had experienced persistent body swelling due to the morphine. The neurosurgen recommended explant of the system. The system was explanted. Patient was discharged that day following the explant without postoperative event. Patient has reported no device related complaints to physician since explant.